Event description:
It was reported that a user experienced intermittent signal loss of the dexcom g7 continuous glucose monitor (cgm) to the ilet, after which readings returned, and the user was advised to call back if the signal absence exceeded thirty minutes. Symptoms included no reported clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation of this case revealed a transient loss of cgm communication to the ilet without persistent malfunction, consistent with an intermittent connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was communication interruption likely due to external or use-related factors.